Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 441.681s, lot # 8l12053, manufacturing site: selzach, release to warehouse date: april 23, 2021, expiration date: april 1, 2031, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile: part number: 441.681, lot number: 92p0475, manufacturing site: selzach, release to warehouse date: april 13, 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on august 30, 2021, the patient was scheduled on (B)(6) 2021, for a revision surgery due to bone union was not confirmed. The patient underwent for the orif surgery on (B)(6) 2021. On (B)(6) 2021, it was confirmed that the patient would undergo revision surgery to remove and replace the plate. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screws: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 2.4mm ti lcp® radial head rim plate 2 holes-left. This report is 1 of 1 for (B)(4).